Event description:
It was reported that the left ventricular (lv) port set screw of the cardiac resynchronization therapy defibrillator (crt-d) could not be engaged. The device was not implanted. There was no patient involvement. <(><<)>end>.